Event description:
It was reported that a clearlink, non-dehp solution set leaked from the top at the chamber (tubing to drip chamber junction). It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: expiration date, d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber is according to specification. Priming was performed at the set with sterile water which revealed a leak in the affected area. The reported condition was verified. The cause of the condition was due to improper manual assembly at the joint between the tubing into the drip chamber. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed a marking between the assembly of the tubing into the drip chamber where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.